Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. A cause for the reported poor imaging could not be determined. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a very large posterior (p) 2/p3 prolapse. There was some difficulty noted with visualization, as the anterior leaflet was difficult to see. One clip was implanted without issue. A second clip, an xtw, was then advanced and implanted. However, after clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet, remaining attached to the posterior leaflet. An additional clip was implanted to stabilize the detached clip. The procedure ended with three clips implanted and the mr reduced to grade <1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.